Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to a post market surveillance specialist that the patient was taking antibiotics for the treatment of peritonitis. The patient was able to continue pd therapy during the recovery. Upon follow up, the pdrn stated the patient was experiencing symptoms of abdominal pain, cloud pd effluent, and nausea. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. Per the pdrn, the patient¿s culture grew the bacteria pseudomonas and had an elevated white blood cell (wbc) count. The patient was treated with intra-peritoneal vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Per the pdrn, the patient recovered from the event. The patient continues pd with same cycler without any issues. The pdrn confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn attributed the peritonitis to cross contamination of the bacteria from water, as the patient was not disinfecting the shower head as instructed.